Manufacturer narrative:
The date received by manufacturer has been used for this field. Initial reporter state: the state was determined to be (B)(6) based on the area code on the provided phone number. Investigation summary: a complaint history check was performed and this is the 2nd related complaint for leakage on lot # 1067156. A review of risk management (B)(4) revision 15 indicates that the potential risk of this specific reported incident (syringe, leakage) was captured and addressed. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #1067156. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that while using a bd insulin syringe with bd ultra-fine¿ needle 3/10ml 8mm (5/16") 31g u-100 100 count, leakage occurred. The following information was provided by the initial reporter: leaking between the plunger.